Event description:
The patient reported that 8-9 v-go 40 devices fall off of patient stomach. The patient mentioned that he applied the v-go 40 devices at 8am and they came off between 3-4pm. The patient confirmed that he uses an alcohol swab to clean the infusion site prior to applying the v-go. The patient disposed of devices .